Event description:
Philips received a complaint from a customer that the fluoroscopy pedal did not work correctly anymore. There was a bad contact with the footswitch. The customer had to push the footswitch very hard. It is not known at this time if the footswitch was bent.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.